Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one opening crease sharp. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "lumpiness, tightness" and ¿swollen lymph nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "lumpiness, tightness" and ¿swollen lymph nodes.¿ device remains implanted.